Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the meshgraft ii (00219500100) serial number (B)(6) by a zimmer biomet certified service repair site - flextronics on (B)(6) 2020 revealed that the unit was out of calibration and the cutter was damaged. Additionally, during investigation, it was found that the handle was damaged. Repair of the device was performed by a zimmer biomet certified service repair site - flextronics on (B)(6) 2020 which included replacement of the following: meshgraft cutter (pn 06001810430, ln 06001810016) mg handle ii (pn 06001810016, ln 64422173) additional repair included recalibration. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that outside of surgery, the mesh is not evenly guided through the rollers, which causes the meshgraft to be unusable. No adverse events were reported as a result of this malfunction.